Event description:
It was reported that the patient experienced inappropriate therapy and that the patient was unable to communicate about the inappropriate therapy due to an impediment secondary to stroke. A patient alert, very high episode count, high ventricular impedance, oversensing and an eol message at interrogation were observed. Long charge time was also reported. The device and lead were explanted and no further patient complications were reported.